Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the positioned right ventricular (rv) lead dislodged during the implant procedure. The lead was removed and re placed. During the revision the physician could not screw the rv lead into the connector block. After several attempts with different screw sets and service kit, the implantable pulse generator (ipg) was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.